Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a frozen display, which was white. The blood glucose reading was unknown. The caller stated that the user was at a dance lesson and that the insulin pump had been in the belt during the lesson prior to the incident. The caller reported that the device was not bumped on the floor. Nothing further reported.